Event description:
Customer reported a past high blood glucose event with the highest level reaching 600 mg/dl with ketones (specific size not known). Cause was not know. Actions taken included a correction bolus via the pump and utilization of multiple daily injections. Customer to replace supplies and resume insulin.